Event description:
It was reported that during initial implant procedure, the right ventricular lead's helix would not extend smoothly. It was also noted that the lead exhibited out of range impedance. The physician attempted repositioning the lead but the impedance remained out of range. The lead was explanted and replaced. Patient was stable.